Event description:
It was reported that during impaction of the journey tibial base plate the surgeon noticed that a small part had broken off the grey plastic. The broken piece fell into the patient's wound however it was retrieved.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, no patient harm or injury was sustained as a result of this device related incident, and the procedure was completed successfully. No further medical assessment is warranted based on the information provided. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Manufacturer narrative:
The associated journey tibial implant impactors were returned and evaluated. A visual inspection found damage on the medial section of the bumper where the device mates with the tibial insert. Typically, this damage can occur when the impactor is improperly seated while attempting to insert the tibial base. The devices overall did not have any additional damage that could cause them to fail. A clinical evaluation noted that all documents and/or images provided as of this date have been reviewed and considered and unless noted do not contribute to the previous clinical investigation. No further clinical assessment is warranted at this time. Our investigation including a review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A complaint history review revealed no additional complaints for the associated part . At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.